Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallstent biliary uncovered stent was implanted to treat a 4 cm malignant stricture in the mid common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with biliary stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent did not open in the common bile duct. The doctor pulled out the catheter and again passed and tried to deploy the stent and suddenly, the stent prematurely deployed inside the patient. Reportedly, the stent remains implanted and the physician was comfortable leaving the stent in place. Another wallstent biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.